Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that two and a half months ago the patient experienced a low blood glucose (bg) of unknown value with paleness and being "out of it". The reporter could not provide a specific date for the incident. The reporter stated that the patient's bg had been checked at 7 am the morning of the incident, and was 70 mg/dl. The reporter stated that she made breakfast but before the patient could eat, the patient was found to be "pale and out of it". The patient's bg reportedly would not register on the meter. The patient was given sugar and her bg subsequently tested at 80 mg/dl. The reporter stated that the patient has been taken off insulin pump therapy, as they do not trust the animas pump in general. There was no specific pump malfunction alleged and the pump was unavailable for review at the time of the initial call. The reporter admitted that the patient had been on the pump without ever having training on the animas pump. Per animas records, a diabetes educator had attempted to set up training for the patient on (B)(6) 2012 but training was declined, as the patient had been using an insulin pump from another company prior to using the animas pump and it was stated that the patient did not require further assistance in use of the animas pump. Customer technical support has made attempts to follow up with the reporter for pump troubleshooting, without success. This complaint is being reported because the patient allegedly experienced hypoglycemia of unknown cause requiring assistance of another person while using insulin pump therapy.